Event description:
It was reported that the patient had an MRI scan of their head in (B)(6). The patient noticed a few months later that therapy wasn¿t working as well and they tried to adjust stimulation. It was reported that about a month ago the patient¿s health care provider (hcp) told them that one or two of the ¿lead¿ was not working. The patient wanted to know if the MRI was the cause.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v266474, implanted: (B)(6) 2009, product type: lead. (B)(4).